Manufacturer narrative:
One cadd solis hpca pump was received with the lens damaged. There was no evidence of the reported issue in the event log. Accuracy testing was conducted and the reported "failed delivery accuracy test" issue was duplicated. The pump was over infusing by close to 5%. The expulsor will be trimmed to resolve the issue.

Event description:
Information was received indicating that during a preventive maintenance, a smiths medical cadd solis hpca pump failed delivery accuracy test (>20 +/- 1.2ml). No patient was involved in this event. No adverse effects were reported.